Manufacturer narrative:
(B)(4). It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
The valve was implanted to the patient via vp-shunt on (B)(6) 2017 with setting 2 for hydrocephalus after trauma. The patient had complained of a headache at the outpatient department and the CT was taken on beginning of (B)(6). It was found that the ventricle was larger, so the shunt occlusion was suspected. Therefore the shunt contrast was performed but it seems to be flowing. The revision surgery for only abdominal catheter was attempted to. The abdominal catheter was removed and it was confirmed that cerebrospinal fluid was flowing (there was no problem with valve pumping), so the revision surgery for only abdominal catheter was abandoned and the catheter was placed again on (B)(6). The CT was taken but the ventricle did not become smaller on (B)(6). It was unknown cause of the issue and the surgeon asking for opinions from the shunt manufacturer side on (B)(6). The patient is (B)(6) female. She has a primary disease. The cerebrospinal fluid flow was confirmed through the shunt contrast and laparotomy